Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to correct: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, they have been gradually increasing with a recent spike in the already out of range measurement. Additionally, pacing impedance measurements also increased, however, they are still within normal ranges. A change in patient condition is being suspected. Further evaluation of the patient was discussed, and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, with a recent spike in the already out of range measurement. Additionally, pacing impedance measurements also increased, however, they are still within normal ranges. A change in patient condition is being suspected. Further evaluation of the patient was discussed, and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.